Manufacturer narrative:
(B)(4).

Event description:
It was reported upper out of range high voltage lead impedance was observed during a follow-up. The cause of the high impedance was suspected to be due to coils of the right ventricular lead. A fluoroscopy performed revealed externalization conductors between the two defibrillation coils. The lead was capped and replaced with a competitor lead. No adverse consequences were detected for the patient.